Manufacturer narrative:
On june 05, 2024, novocure discovered that the unique device identification number (UDI) in section d4 was incorrect.

Event description:
A 40-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. Novocure was informed on (B)(6) 2024, that the patient experienced an unwitnessed fall on (B)(6) 2024. The spouse found the patient lying on the floor with the arrays torn off his head and the device next to him. The patient had a few wounds on his head that were thought most likely related to the impact of the fall. The patient could not recall the event. Optune gio therapy was temporarily discontinued. During the weekend of (B)(6) 2024, the patient had gone to the general practitioners emergency services on two occasions due to back pain and received dexamethasone intramuscular (im) injections. On (B)(6) 2024, the patient presented at the emergency department with back pain in the lumbar spine area. An x-ray of the lumbar spine showed a compression fracture of the upper plate on lumbar vertebrae l1 and l2. The patient received conservative treatment with analgesics (ibuprofen and paracetamol). Head CT was performed with no evidence of a hemorrhage. An electroencephalogram (ECG) was performed with no evidence of seizure. The patient was discharged on the same day with a follow up planned at the outpatient clinic the following week. The prescribing physician did not provide a causality assessment.

Manufacturer narrative:
Novocure´s medical opinion is that the contribution of the device to the fall and secondary spinal compression fracture and skin laceration cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Spinal compression fracture is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).